Manufacturer narrative:
The meter and test strips were returned. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.9 inr. Donor #2 inr: 2.8 inr. Donor #1 hct: 38%. Donor #2 hct: 45%. Donor #1: master lot: 2.9 inr. Donor #1: customer strip and meter: 2.9 inr. Donor #2: master lot: 2.8 inr. Donor #2: customer strip and meter: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer's medications are currently known to interfere with the accuracy of the test results. Relevant retention test strips (lot 235609-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The investigation noted that the inr result of 5.7 marked with the "c" flag may indicate the hematocrit value was very low; the "c" flag may also occur due to improper blood collection techniques. A specific root cause was not identified for this event.

Manufacturer narrative:
(B)(4)

Event description:
The customer questioned an inr result from coaguchek xs meter serial number (B)(4)accompanied by a data flag. The result in question was 5.7 inr with a data flag at 8:45 a.m. The customer was advised the meaning of the particular data flag. The customer tested again at 11:49 a.m. And the result was 3.8 inr. The customer stated this result was too high. Both results were reported to the customer¿s healthcare provider. No adjustments were made to the customer¿s medication. The customer¿s therapeutic range is 2.5 ¿ 3.2 inr. No adverse event occurred. No treatment was required. The customer is in "poor" condition. The customer does not have antiphospholipid antibodies and is not anemic. The customer is not on heparin or other direct thrombin inhibitors. The customer had some diet changes (ate spinach). The customer is not taking any new medications and has not been ill recently. The customer has no bruising. The meter and test strips were requested for investigation.